Manufacturer narrative:
Product complaint # (B)(4). Investigation summary - no device associated with this report was received for examination. Depuy synthes considers the investigation closed. Should additional information be received, the information will be reviewed and the investigation may be re-opened as necessary.

Manufacturer narrative:
Product complaint # (B)(4). Initial reporter occupation: lawyer. (B)(4). If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
The patient underwent a right knee revision with patella exchange due to patella bone fracture, arthrofibrosis, and scarring. The surgeon noted the patella bone fracture was already healed. The surgeon also performed a manipulation to increase extension. The patella component was the only product revised. Doi: (B)(6) 2014. Dor: (B)(6) 2018. Right knee.